Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Seal ring marks indicate full lead insertion in all lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This implantable cardioverter defibrillator (ICD) was explanted approximately four years later during a therapy change procedure. There were no further allegations regarding device performance. This report is being filed to submit the analysis results.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient contacted boston scientific after observing the 'call doctor' icon illuminate red on their remote monitoring communicator. The patient was instructed to contacted their physician to further troubleshoot for a potential issue with the implanted device. No additional information has been provided. The field representative was contacted for additional information but confirmed he was not consulted about this situation and had no additional information to provide.